Event description:
The hcp reported the patient was having the intrathecal medication decreased. The patient experienced "withdrawal like symptoms." She became lightheaded, vomited, passed out, and believes she may have had a seizure. The patient was treated with oral pain medications to help to alleviate the withdrawal symptoms. No device troubleshooting was done. The patient is reported to have recovered without sequela.